Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (does not securely latch) was confirmed. Upon evaluation, the latches on the trunk cable connector were broken, creating an insecure connection between the monitor and electrode belt. The cause of the inability to securely latch is the damaged connector. The root cause of the damaged connector is excessive force placed at the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it would not securely latch to a test monitor.